Manufacturer narrative:
The reported complaint of "the crew observed that the lifeband (lot # 90205) wouldn't retract or tighten the patient and the broken lifeband" was confirmed during the visual inspection of the returned lifeband. The probable root cause for the broken lifeband could be due to latent material defect. Upon visual inspection, observed the lifeband's spreader-link got detached from the belt, thus confirming the reported complaint. The broken lifeband caused the autopulse platform to stop compressions and prompt multiple user advisory messages. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for lifeband with lot # 90205.

Event description:
Please see the following related MFR report: MFR (B)(4) for autopulse platform.

Manufacturer narrative:
Zoll has received the lifeband for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient use, the crew observed that the lifeband wouldn't retract and tighten the patient. Following that the lifeband got broken. No additional information was provided. No known impact or consequence to patient information was provided. Please see the following related MFR report: MFR 3010617000-2019-00744 for autopulse platform.